Manufacturer narrative:
Additional information: one sample was received without pouch. A visual inspection identified a hair in apd set-spike, welded cassette. Underwater pressure test was performed with no issues noted. The reported issue was verified. The cause of the condition is due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a homechoice cassette. This was further described as visible debris which appeared to be a fiber resembling a human hair. This was noted after opening the cassette packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.